Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
My son went into shock [shock]. He had an asthma attack [asthmatic attack]. Blisters on his fingers [blister]. Allergic to mint [mint allergy]. Case description: this case was reported by a consumer via call center representative and described the occurrence of shock in a 24-year-old male patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number: uf2b, expiry date 31st december 2025) for product used for unknown indication. Concurrent medical conditions included mint allergy. On (B)(6) 2023, the patient started polident overnight denture cleanser tablets. On (B)(6) 2023, less than a day after starting polident overnight denture cleanser tablets, the patient experienced shock (serious criteria haleon medically significant), asthmatic attack, blister and mint allergy. The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the shock, asthmatic attack, blister and mint allergy were recovering/resolving. The reporter considered the shock and mint allergy to be related to polident overnight denture cleanser tablets. It was unknown if the reporter considered the asthmatic attack and blister to be related to polident overnight denture cleanser tablets. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received from consumer via call centre representative (phone) on (B)(6) 2023. The consumer reported that "I bought the polident overnight tablets 84ct and nowhere on the package does it say it's mint and my son went into shock because he's allergic to mint. He had an asthma attack and blisters on his fingers. I am also allergic to mint, so you should write that down on the package. The lot is uf2b, exp is 31dec2025."